Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the battery compartment was found to be cracked. Evidence of moisture corrosion was found in the battery compartment and on the battery cap. Additionally, evaluation revealed a dim and discolored display screen. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery compartment, evidence of moisture corrosion, and a display screen issue. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.